Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was felt during advancing the device and when the stent delivery system was withdrawn inside the guiding catheter, the edge of the stent was found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.